Event description:
It was reported that a patient presented in clinic for post procedure check. Device interrogation revealed that the right ventricular lead was over-sensing noise. On (B)(6) 2019, the patient returned to clinic for a potential resolution. Device interrogation revealed high impedance, loss of capture, and low sensing. Physician opened the pocket and noticed that the set screw of the implantable cardioverter defibrillator was tight but the lead came off easily. Physician changed the device and reconnected the lead. The lead worked appropriately. Patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.